Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3: one device was returned for repair with complaint that the closure pressure sensor is defective. Investigation of the service history of this device shows that this device has been not in for service in the past 12 months. Event log showed "high pressure" and "sensor mismatch" alarm messages. Functional testing confirmed problem. The cause of the reported issue was damaged pressure sensor. The downstream occlusion (dso) sensor was replaced.

Event description:
It was reported that the closure pressure sensor is defective. There was no reported patient involvement.